Manufacturer narrative:
A ge service representative performed an onsite investigation. The smart switch pcb assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of system no boot. The fse determined the cause of the problem to be the smart-switch pcb. Fse replaced the smart-switch pcb to resolve the issue. The fse verified system functionality. The smart switch pcb contains circuitry which monitors the hard disk drive activity once the user presses the power switch to the off position and allows the system to shut down when no read/write activity is occurring to reduce the potential for corrupting data. If the voltage is outside the expected range, the power control board sounds an alarm and prevents the system from powering up. This is not only to prevent damage to sensitive components, but also to help optimize the operational voltage for the circuitry. Based on age of the system, manufactured before 2004, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used.